Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure, a farawave catheter was selected for use. After ablating the left pulmonary vein and attempting to catheterize the right superior pulmonary vein, the guidewire no longer slid smoothly within the catheter, and the physician encountered resistance. Therefore, both the catheter and guidewire were replaced. The procedure was completed without further complications, and the device is expected to be returned for analysis.